Event description:
His one touch ultra meter was giving an "error 2" message. The error message appeared immediately upon pressing the power button. Since the pt could not use the meter, he ended up using another person's unidnetified meter. He was unable to recall what readings he got but said they were about "average" to "normal". Based on the readings taken on the unidentified meter, he followed his sliding-scale insulin regimen. On may 17,2006, the pt started feeling dizzy and sick to his stomach around 11:00 am. He had not taken any insulin that morning, but did eat breakfast. The pt also did not attempt to test his blood glucose that morning with the unidentified device for some unknown reason. It is not known if the pt had full access to the other person's meter. The evening prior to the event, the pt stated that he got a "normal" readings that did not require a dose of sliding-scale insulin. After the symptoms developed, the pt immediately went to the hosp where a reading of "220 mg/dl" was obtained using an unspecified hosp device. The hosp advised him to take a dose of his own sliding-scale insulin. His symptoms went away and the pt was discharged the same day. The pt was unwilling to provide the details of his medication regimen. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt encountered the "error 2" message and was unable to continue using the meter. On the day of the event, the pt did not attempt to test his blood glucose with the reported meter. It is not known if the pt had access to a backup meter the morning he developed symptoms. He was tested at the hosp with a reading of "220 mg/dl" and was advised to take a dose of his own sliding-scale insulin.